Manufacturer narrative:
Engineering analysis performed confirmed the low voltage fault. The fault was declared on (B)(6) 2012 due to three daily voltages below a threshold of 3.025 volts. No other faults or resets were observed. Based on the current voltage of 2.945 volts, therapy deliver was unaffected. A longevity calculation using the device memory data confirmed the device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators were not reflecting the depletion condition and are inaccurate thus causing the fault. A device replacement was recommended.

Event description:
Boston scientific received information that the patient presented to the clinic after receiving a shock from the device. During the device check a fault code was observed indicating a battery voltage depletion anomaly. No adverse patient effects were reported. The device remains in service at this time.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage battery fault (fault code 1003) had been recorded. External visual inspection of the device noted tool marks on the header. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Event description:
--

Manufacturer narrative:
The device was explanted and replaced two months later and returned for laboratory analysis. Upon completion from analysis, this report will be updated.